Manufacturer narrative:
No patient involvement. The motor battery charger pcba was replaced in the system. Suspect pcba analysis has not been completed to date.

Event description:
A site biomed representative reported that the o-arm motion batteries were not charging. This was reported outside of surgery, no patient present.

Manufacturer narrative:
A medtronic representative went to the site to replace the motor battery charger and test the equipment. The imaging system then passed the system checkout and was found to be fully functional. The hardware investigation of the returned motor battery charger found that the reported event was related to an electrical issue. Visual inspection of motor battery charger board confirmed the board had been subject to electrical overstress. Due to the condition of the board, further fixture or system testing were not possible. The reported event was confirmed.